Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24095559. The feedback provided by the customer states that, " a nurse encountered obstruction in the positive pressure connector." Further information from the customer has stated that complete blockage was observed during pre-fill stage. Standard antibiotics which were not refrigerated were used for infusion. Weigao 10ml pre-fill product was connected using luer lock connection. No visible damages were observed with the product and the incident delayed the treatment time. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24095559 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had an occlusion. The following information was provided by the initial reporter, translated from chinese to english: on august 13, the doctor prescribed routine intravenous medication for the patient. When the nurse used an indwelling cannula to connect the positive pressure connector to the patient's fluid test, she discovered that the positive pressure connector was not unobstructed, causing dissatisfaction among the patient. The nurse immediately replaced the positive pressure connector with a new one, and the patient subsequently received normal infusion without adverse consequences. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? Pre-fill stage please confirm what medication was being administered during the event? Standard antibiotics. Please confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? No. Please confirm the make and model of the connecting products? Weigao 10ml pre-fill if possible, please send the connecting product/s to assist our investigation? Unable to return. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Not detected. Please confirm if the connecting product has a luer slip or luer lock connection? Luer lock connector. Please confirm whether the flow was completely or partially blocked? Complete blockage. Please confirm if there is any patient impact? Any health problems experienced by the patient due to this event? Delayed treatment time. Please confirm the lot number of the affected product. Batch number: 24095559.